Event description:
It has been reported that the patient was implanted with a durom acetabular component 60/54 code t, head adapter m/0; 12/14-18/20, metasul large diameter head 54/t and a hip-ver-imp-stm-prs-fml-sdo-cll-hat on (B)(6) 2006. Surgeon discussed with the patient that a revision is necessary. He indicated the reason for revision was due to increase in cr levels and metalic taste in patients mouth. Revision surgery has been booked for (B)(6) 2014. The patient is also reported to have pain and is experiencing osteolysis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays for review, as the patient is currently being monitored and has not been revised to date. The lab report has been provided to review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common implantation suggest that this case is related to the issues for which zimmer implemented a correction in november 2009. An updated report will be submitted once substantial follow up info is received. (B)(4).